Event description:
It was reported that the patient's previous ins malfunctioned and his symptoms "came back with a vengeance." The patient experienced good therapy with his current system.

Event description:
Additional information received reported the cause of the event was that the battery had "exhausted." This was indicated as normal battery depletion. It was also noted that hospitalization was needed due to the event. The patient outcome was reported as no injury and the patient recovered without sequela. No further information was reported.

Manufacturer narrative:
(B)(4). Lead model 3389s-40, lot # v050963, implanted: (B)(6) 2007, explanted: na; lead model 3389s-40, lot # v050963, implanted: (B)(6) 2007, explanted: na; extension model 7482a51, serial # (B)(4), implanted: (B)(6) 2010, explanted: na; extension model 7482a51, serial # (B)(4), implanted: (B)(6) 2010, explanted: na.

Event description:
Additional information indicated that the cause of the event was battery failure/depletion. Explant date was unknown but surgical intervention occurred on (B)(6)-2012 and a new battery was implanted. Patient outcome was described as "good." The patient recovered without sequelae.